Event description:
The customer reported having leaks, air bubbles, and high blood glucose. The customer stated that the insulin is taken out of the refrigerator before an infusion set change. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.